Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent facial closure of a laparotomy on an unknown date and suture was used. During closure, the needle broke. The surgeon attempted to remove the broken piece from the patient with a humidified compress but was unsuccessful. Approximately 2mm of the needle is retained in the patient. Another like device was used to complete the procedure and the patient is reported as doing fine. No additional information was provided.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection of sample that broke at the tip of the needle was performed. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."